Event description:
During an atrioventricular node ablation, the catheter was zeroed in the right atrium but lost contact force information. The catheter was removed from the patient, the tactisys was restarted and the cable connections were verified. Saline was noted to be leaking from the handle of the catheter. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: one tacticath¿ quartz contact force ablation catheter, 75mm was returned for investigation. The catheter did not display contact force when connected to the tactisys quartz unit and did not meet specifications during shaft leak and irrigation leak testing. Further investigation revealed a leak at the irrigation tubing and tip assembly junction due to the pi irrigation tubing detaching from the metal irrigation tubing, consistent with the failed shaft and irrigation leak tests, fluid ingress, and a loss of contact force data during the procedure.